Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended, but technical support provided instructions to clean the speaker holes and reconnect the cartridge. After following these steps and waiting for ten minutes, the customer successfully resumed insulin, and the pump returned to normal operation. Technical support also provided tips to prevent future altitude alarms, which the customer acknowledged.